Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". There was no product returned for investigation. The device was confirmed not compatible for sterrad processing per the medical device manufacturer.

Manufacturer narrative:
Concomitant device: olympus flexible bronchoscope, bf-p30, sn (B)(4). The bronchoscope (model bf-p30) is not listed in the asp sterility guide as an approved device for processing in the sterrad nx. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer was advised to contact the device manufacturer regarding this issue so that they can evaluate the reported damage.

Event description:
The customer called to inquire how olympus flexible bronchoscopes should be prepared prior to sterilization in the sterrad nx. The customer also indicated an olympus flexible bronchoscope was damaged after a completed advanced cycle in the sterrad nx. The damage was described as "the distal end where the device flexes looks like the end popped/blew." During sterilization, the bronchoscope was placed in a stainless steel pan with sterrad padding, and then wrapped. A venting cap was used and has been used before without any issues. The age and usage of the bronchoscope is unknown. The customer does not know when the bronchoscope was processed, but noticed the damage when the package was opened for use.